Event description:
Event description guidant received information that one day post implant, a loss of capture was noted even at maximum outputs. An invasive procedure was performed to reposition the lead.